Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "a higher than normal blood pressure". The patient also reported that their implantable pulse generator (ipg) was not functioning. The device remains in use. No patient complications have been reported as a result of this event.